Event description:
Customer reported erroneous low total bilirubin (tbil) test results were obtained for patient samples when using the unicel dxc 600i synchron access clinical system. Customer stated that after the low test results were obtained, a "cc sample delivery subsystem motion" error code was generated. Quality control results were also affected, with the level 1 control (low level control) out of range low. The high level control was not affected. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Customer attempted to resolve the problem by preparing and loading a new reagent cartridge. This did not resolve the problem. On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the reported imprecision. The fse replaced the sample syringe, probe and three-way valve, and adjusted the photometer. The issue was resolved. The customer confirmed that quality control was within specifications and the cv (coefficient of variation) was <6%. Cause was attributed to a hardware failure. This is one of two reports from this customer. The related MDR is 2050012-2012-00341.